Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. The logs showed that patient impedance was not detected and the device prompted a "check pads/poor pad contact" message. This may indicate poor coupling of the electrode to the patient's skin. However, the electrode pads were not returned as part of this investigation and this could not be firmly established. The multi-function cable and battey were not returned to zoll medical corporation for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.